Manufacturer narrative:
The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires from 8mm maryland bipolar forceps instrument came loose. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument was observed to be damaged when the tray was opened. The instrument did not move in reverse direction , nor did it move uncontrollably. The instrument did not have limited or imprecise motion. There was an unidentified broken wire along with a dislodged conductor wire. The conductor wire was still intact. No part(s) were broken or detached from distal end. The procedure was completed with a new instrument. Photographic image(s) or video recordings of procedure were not available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged grip cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the dislodged cable. Additional observation(s) : the instrument was found to have a dislodged conductor wire that was sticking out from the distal clevis. A loop of wire was protruding above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of dislodged grip cable is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Correction to section d: primary product batch/lot number was updated to k10231027 0035.